Event description:
A customer contacted global technical services regarding a reload set 160 alarm that appeared on the homechoice (hc) unit during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a fluid leak or crack in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event. No additional information is available at this time.

Event description:
It was learned through the response of a related event that the patient has expired after implant duration of approximately 0.07 months. It is listed on the death certificate that the patient expired due prosthetic aortic stenosis and coronary artery disease.

Manufacturer narrative:
Per the customer, the sample was discarded and no lot number was available, therefore, no evaluation will be performed. The customer stated therapy was resumed without any problems.

Manufacturer narrative:
Sample availabilty unknown at this time.